Event description:
The customer reported an elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one pt involving access 2 immunoassay system. This is report number two of three referencing system serial number (B)(4). The elevated result did not meet the clinical condition of the pt and questioned by the physician. The elevated result was reproducible on another access 2 immunoassay system. It is unk if the erroneous result was released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The sample was collected in plastic bd lithium heparin plasma tubes. The tubes were centrifuged in a swing bucket centrifuge at 5,000 rpm (rotations per min) for greater than 5 mins. Qc data was within range prior to the event. Testing at beckman coulter customer product line support (cpls) lab confirmed the existence of a pt source interferent for the pt sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. The medwatch report is related to mdrs 2122870-2011-02771 and 2122870-2011-02773.